Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, and case was documented and closed with no additional corrective actions reported.